Event description:
Received info reporting the pt was feeling stimulation in his right leg as well as in the right hand where it is supposed to be. Hcp told pt this was okay as long as he felt stimulation. Pt also complains of pain in the back of the neck which radiates up his head and of stiffness in his neck. This has gotten progressively worse over the last two years. Additional info received reports that moving his head a certain way causes stimulation to turn back on by itself. The pt will verify that the stimulation is turned down to zero and off and after moving, checked his programmer and it was on. He reports no exposure to emi, no accident or incidents related to this event. Pt is currently in the process of finding a new physician. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).